Manufacturer narrative:
(B)(6). The actual device was not received; however, 5 photographs of the sample was provided for evaluation. During the visual inspection of the provided photos, the product was found to be wet. On one photo, a particulate matter in or on the header cap was visible. The reported failure could be confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of polyflux 17l had a particulate matter inside the cap. There was no patient involvement associated with the reported event. No additional information is available.